Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the cutter was not working. Additional information has been received stating the suspect product is the console. They were able to complete the case but cancelled the remaining cases for that day. There was no patient harm.

Manufacturer narrative:
Additional information is provided in d.10, h.3., h.6. And h.10. The company service representative examined the system but was unable to replicate the reported event. The cutter worked, but was less effective than optimal. The lx5 valve of the pneumatic module was indicating an issue. The pneumatic module was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).